Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was not confirmed. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It was reported that the balloon was used for post-dilation and was inflated to 22 atmospheres (atm). It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: balloon pressure should not exceed the rated burst pressure (rbp). The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in a non-tortuous ostial area of the proximal right coronary artery (rca). After deployment of an unspecified stent, a 4.5x15mm nc trek rx balloon dilatation catheter (bdc) was unpackaged and prepped without difficulty. The nc trek rx was then advanced to the stent without difficulty to perform post-dilatation. The nc trek rx balloon was inflated to 18 atmospheres (atm) for 30 seconds, then up to 22 atm, completing post-dilatation, however, the balloon completely failed to deflate and was consequently difficult to remove. As the balloon was located in the ostial rca, it was able to be wedged back into the guiding catheter with no damage caused to the implanted stent, then all devices were withdrawn from the anatomy as a single unit. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.